Event description:
It was reported that the patient had possible pacemaker syndrome due to the device having reached elective replacement indicator quicker than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).